Event description:
Caller believes the pump is not delivering the right amount of insulin to control his bgs. High bg t/s per dop. Patient's bg is 281 mg/dl. Customer was on a insulin drip and now he is on the pump currently with a new set. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.